Manufacturer narrative:
Updated fields: b4, d9(device available for eval, return to manufacture date), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer (fse) stated that screen has horizontal lines and grayish background. Replaced video receiver board and cable. Device passed all functional and safety tests according to factory specifications. The failure analysis and testing dept. Received the following parts associated with this complaint: video receiver board , video receiver cable. These parts were received with the reported unit complaint of horizontal lines and gray background. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed video receiver board and video receiver cable into the cs300 test fixture and tested the parts to factory specifications per the cs300 service manual. The fat could not replicate the failure experienced by the customer after the cardiosave run time of two hours and passed testing. Sending the video receiver board to the supplier per procedure. Part no longer able to be tested by the supplier. Investigation is complete. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Event description:
It was reported during a routine check the cs300 intra-aortic balloon pump (iabp) unit screen is showing horizontal lines. There was no patient involvement reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.